Manufacturer narrative:
The reported complaint of problems with both the a- and v-setscrews was confirmed. The damage found was sustained during the surgical procedure due to incorrect use of the wrench by its user in the field. The device was otherwise normal. Additional information: d10.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for pacemaker implant, after fixing both the leads to pacemaker, the screw of ventricular lead header stripped and could not be tightened. Both the leads were pulled out from header and the atrial lead screw was ejected and dropped. The pacemaker was replaced with other pacemaker. Same leads were connected to replaced device without any issue. The patient was stable.